Event description:
It was reported that the ilet pump ran out of battery, was charged and restarted, and subsequently displayed a high glucose reading while the patient¿s sister administered subcutaneous fast-acting insulin during the downtime; customer support advised disconnecting the pump for two hours and completing a full supply change afterward, and provided troubleshooting and education for hyperglycemia management. Symptoms included weakness and not feeling well, with a fingerstick blood glucose of 576 mg/dl. Outcomes included ongoing monitoring and follow-up to confirm glucose improvement, with no hospitalization reported. Investigation included customer support troubleshooting focused on high glucose, education regarding supply change, and guidance on temporary pump disconnection after off-pump insulin dosing. Investigation of this case revealed a hyperglycemia event of unclear cause in the context of a depleted pump battery and off-pump insulin administration, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.